Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and extended power on periods without duplicating the report. An internal inspection found no discrepancies. The display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device device's display showed vertical lines and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.